Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the optrell could not be inserted into the sheath valve. The issue was noticed during the attempted optrell insertion. The procedure was completed successfully using the optrell with a different sheath. The hemostatic valve was intact. There were no irrigation issues with the sheath or physical blockages noted. The procedure was completed without patient's consequence. The complaint product(s) will be returned for analysis.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve or resistance was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. Device history record was performed for the finished device number lot 00002651 and no internal action related to the complaint was found during the review. The impeded device issue could be related to the missing hemostatic valve and the resistance to the moment of dislodgement of the valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).